Event description:
A pt reported blood glucose results of "132 mg/dl, 70 mg/dl and 199 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.